Event description:
The jetstream g3 was advanced to treat a long thrombotic lesion in the superficial femoral artery (sfa) and in the popliteal. After 2 passes were made in minimum tip and half of a pass in maximum tip, the device locked on the guidewire. The device and guidewire were removed from the patient. After an angiogram, the physician noticed that approx 3cm of the distal guidewire was broken off and remained lodged in the occluded tibial. No adverse effects to the patient were noted, so the physician decided to leave it in the patient.

Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the procedure and therefore not returned to pathway medical technologies for evaluation.